Event description:
During an endobronchial ultrasound, the aspiration needle was not working correctly to retrieve the specimens. The sheath was not locking in place and was advancing the needle each time.